Manufacturer narrative:
An attempt to reproduce the reported issue was not performed as it was already confirmed through earlier reference tickets. The software successfully adhered to the specified requirements and performed in accordance with expectations as referenced in the 'sw requirement document' field. After a detailed investigation, we discovered that customers using older versions of the simplera app (versions 1.3.1 or 1.3.2) experienced issues starting on 11/18. This was caused by a missing layer 7 certificate update, which resulted in the app becoming nonfunctional. Since then, older versions of the app running on layer 7 have been decommissioned and all apps have moved to auth0 for authentication. To assist with the resolution of the issue, we requested helpline to ask customers to uninstall the older version of simplera app and reinstall the latest version on the device to resolve the issue using below steps. Please try to uninstall the current version of simplera app and install the latest version. As this is a medtronic monitor, it will ask for user ID and password to perform this task. Please contact your supervisor or manager. Helpline team has been provided with credentials to allow them to help reinstall the app. This issue has been confirmed. The helpline informed us that the issue is resolved now and no further analysis required. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer not received continuous glucose monitoring data on inpen application. The customer reported no adverse event. The event involved product(s) mmt-8060. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. A product return is not applicable for non physical devices.